Manufacturer narrative:
A1-a5 patient information was not provided. G.5. The heater-cooler 16-02-80 is not distributed in the USA and it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k220635). H11 livanova deutschland manufactures the heater cooler 3t system, the event occurred in united kingdom. Livanova field service engineer was dispatched to customer facility, inspected the device and found that the pump connector onto the distribution board was loose. The connection was fixed and the pump restarted functioning. Complaints database review revealed that no further similar event has been received for this unit since its manufacturing date in 2019. Based on the investigation findings, the most likely root cause of the reported event was a loose connection on the a/c mains board. The risk is in the acceptable region. No specific action was currently deemed necessary. Livanova will keep monitoring the market.

Event description:
Livanova received a report that heater cooler 3t system showed the error code e16 (pump is not working) on patient side. The event occurred during procedure.there was no patient injury.